Event description:
It was reported that during the laparoscopic transabdominal preperitoneal hernia surgery; while fastening the mesh, a part of the ta cker fell into the cavity of the patient. The plastic part was then removed laparoscopically with a grasping device. A new tacker was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that tacks were observed in the shaft. A plastic fragment was returned with the device. Functional testing found that the color of the returned fragment was noted to be distinct from that of the device components. It was reported that a part of the tacker fell into the cavity of the patient. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent/damaged shaft. Visual examination noted the device shaft was observed to be bent. Functional testing found that upon application to test media, the handle was bound and tacks could not be deployed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.